Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display and no battery out limit alarm. The insulin pump was received with minor scratches on display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.